Event description:
Erbe machine alarmed defected cartridge/pump. It was changed out. About another 30 min into procedure alarmed again. Service rep contacted. The third cartridge set lasted till end of case.